Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. The cause of the seroma was unknown. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Additional communication stated that the explanted catheter was likely discarded. Additionally, the patient did have a seroma shortly after implant procedure. Patient returned to the office around a month later to have the seroma drained. Physician notes mentioned that the cause of the seroma is unknown and commonly seen after an implantable device procedure.

Manufacturer narrative:
Pending follow-up details regarding causality of seroma. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report a patient with a seroma at their catheter site. Reporter stated that a pump and catheter explant occurred. Please note that the pump issue was captured through MFR: 3010079947-2020-00347.